Manufacturer narrative:
A specific root cause was not identified. Since the issue was working fine after the fse actions, the possible root cause may be related to an instrument maintenance issue. Additional possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, or contamination of the environment with the analyte.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on an elecsys e170 modular analytics immunoassay analyzer. The erroneous results were reported outside of the laboratory and were questioned by a physician. The initial hcg + b result was 235 miu/ml. The sample was repeated and the result was 111 miu/ml. The sample was repeated again and the result was "negative." The actual result was not provided. The sample was sent to an external laboratory where the result was also "negative." The actual result was not provided. The customer stated there were issues with other tests such as elecsys cmv igg assay (cmv igg) and anti-hbc. No specific data was provided related to these other tests. There was no allegation that an adverse event occurred. The hcg + b reagent lot number and expiration date were not provided. The customer performed liquid flow cleaning and measuring cell preparation. The customer is also having issues with quality control results. The field service engineer (fse) visited the customer site. The sipper needle prewash station was very dirty (crystalized). The fse cleaned this area and changed the sample probe. Afterwards, the system was working fine.